Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint, though it was found that there was a missing socket cover and too many scratches on the keypad. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying an error code. The reported problem was found during inspection of the equipment prior to use by the customer. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the fault log showed the error did occur, but it was not replicated by the service center. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.